Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that the surgeon inserted the device a few times but the angle was very tricky. Surgeon struggled to get the right position for placement, after removing the device from the patients knee in order to change his portals, the 2 anchors came off the device outside the patients knee. A competitive device (meniscal mender ii system) was used instead, which was outside of the technique. It work perfectly, the surgeon was able to repair the patients tear properly. Unit was allegedly disposed of because it was decontaminated.